Manufacturer narrative:
The event occurred on an unspecified date "recently" ((B)(6) 2020). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was identified from the peritoneal dialysis (pd) catheter directly at the locking titanium adapter. This issue was noticed during patient use. There was no report of patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.